Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that part of the insertion tube was left inside of her vaginal cavity after inserting a tampon. She stated when she sat down she felt pain. She felt the plastic piece must have scratched her inside. She removed the tampon and part of the applicator came out with the pledget. Her vaginal pain resolved and she did not seek medical attention. She did not experience any adverse health effects.